Event description:
A malfunction occurred, indicated by the error code "malf 0," and it did not cause any adverse impact on the customer's blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as a backup insulin therapy. Technical support arranged to replace the pump, confirmed the shipping address, and guided the customer on returning the faulty pump with a pre-paid label within ten days.